Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2bshy implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 14-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that healthcare provider (hcp) put their first device in to help with bladder and bowel symptoms. The patient (pt) said first device did help with bowel issues but not at all with bladder issues so patient saw a different doctor about bladder issues. Pt said they had been doing really well with their bladder issues and had not had any big accidents in the middle of the night until they got the new current implant. Pt said that first lead wire had been kinked up so that's why they had been having so many problems but lead wire was replaced with current implant. The patient (pt) asked if there was a specific program they could try that may help with bladder issues.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2bshy, implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type lead. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 (B)(4) (con): (see pe (B)(4) for issues with new implant) information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that healthcare provider (hcp) put their first device in to help with bladder and bowel symptoms. The patient (pt) said first device did help with bowel issues but not at all with bladder issues so patient saw a different doctor about bladder issues. Pt said they had been doing really well with their bladder issues and had not had any big accidents in the middle of the night until they got the new current implant. Pt said that first lead wire had been kinked up so that's why they had been having so many problems but lead wire was replaced with current implant. The patient (pt) asked if there was a specific program they could try that may help with bladder issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the cause of the lead getting kinked was not determined. When asked what most likely caused or contributed to the issue, the hcp stated the patient horseback riding multiple times per week likely led to the broken/kinked wire. To resolve the issue, the hcp stated the lead was replaced on (B)(6) 2025.